Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in patients notice and the allegations therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03894 / 03895).

Event description:
It was reported a patient underwent an initial hip arthroplasty on an unknown date in 2005. Patient's legal counsel has contacted the hospital at which the initial procedure took place. No further information has been provided. This report is based on allegations set forth in patients notice and the allegations therein are unverified.